Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, the patient underwent implant of a 26mm sapien 3 ultra valve by transfemoral approach. After successful implantation, the valve was fully expanded. While deflating the balloon, rapid pacing stopped, and the valve was suddenly observed in the ascending aorta. The decision was made to convert to open and a surgical heart valve was implanted. The patient is well and already at the normal ward. The cause of the event is unknown.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings codes. Corrected h.6 investigation conclusions codes. The valve was returned for evaluation. During visual inspection, the valve was noted to be slightly canted/distorted. One strut was slightly bent inward at the inflow side, it was likely due to explant. All the struts exposed through skirt, which is normal after the valve is crimped and used. Due to device return condition, dimensional testing could not be performed. The valve embolization is unable to be confirmed with no applicable technical summary available. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and there have been no other related complaints associated with these events. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided of the patient's anatomy. The patient's annulus was 24.4mm, which was within the specification range for the size 26mm valve. The annulus area dimension was 465.2 mm2, which was within the specification range for a size 26mm valve. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. The thv is intended to be implanted in a native annulus size range associated with the three-dimensional area of the aortic annulus measured at the basal ring during systole. Thv size recommendations are based on native valve annulus size, as measured by transesophageal echocardiography (tee) or computed tomography (CT). Patient anatomical factors and multiple imaging modalities should be considered during thv size selection. Risks associated with undersizing and oversizing should be considered to minimize the risk of paravalvular leak, migration, and/or annular rupture. During thv delivery, position the thv with respect to the native valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment by unlocking the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. Based on the review of the IFU and training manual, no deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was identified, a product risk assessment (pra) escalation is not required. Additionally, since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The thv embolization into the aorta was unable to be confirmed. There were no visual or functional abnormalities observed with the commander delivery system, returned condition of the valve (valve returned fully expanded) and unavailability of relevant imagery the complaint was unable to be confirmed. A review of the DHR and lot history, revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. Review of IFU/training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'after successful implantation, the valve was fully expanded. Deflating the balloon, rapid pacing stop and the next view, the valve was in the ascending aorta'. Per procedure training manual, thv embolizes into aorta could be contributed by multiple factors: -rapid pacing stopped before the balloon is fully inflated/deflated; -thv positioned too high (aortic); -1:1 capture and arterial pressure drop not maintained before inflating; -thv not filled with nominal specified volume; -anatomical features (e.g. Sigmoid septum). These patient/procedural conditions may have contributed to the complaint event, however, due to unavailable relevant imagery, a definitive root cause was unable to determine at this time.